Manufacturer narrative:
Evaluation summary: the product has not been returned for analysis. Investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information was requested on 09/11/2012 and 09/26/2012 by phone and email. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported the gas tank was at low fill, underfill or near empty upon receipt and that the low pressure was noted because the tank was too slow to fill a syringe. Additional information was received from the facility personnel who further clarified that the tank pressure quickly fell from approximately 100 psi to approximately 50 psi and the syringe would not fill. There was no audible hiss or leak and the "o" ring was intact. The patient had already been prepped, but procedure was cancelled and rescheduled. Additional information has been requested.